Event description:
It was reported that during a da vinci-assisted surgical procedure, as the surgeon was pulling the hernia mesh through a cannula, the jaws of the force bipolar instrument were locked up. The customer attempted to use the instrument release kit (irk) to disengage the instrument jaws, but they would not let go of the mesh. Eventually, the customer used another instrument to pry off the mesh. The customer noticed that the instrument jaws were off the hinge. The instrument was safely removed from the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have both severely bent grip(s), causing misalignment of the grips. There was a 0.050¿ offset at the tips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.